Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to a faulty charged coupled device component. Additionally, the evaluation found kinks and a slice on cable and the cable failed the water leak test. A device history review revealed no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the faulty charged coupled device component led to the no image malfunction: to mitigate the risk/harm to the patient, the instructions for use provides the following statement: "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that when the high-definition autoclavable camera head is plugged in there is no image. The user facility tried the cleaning video contacts and tried different units. The problem occurred during a therapeutic ureteroscopy. No error messages were observed. There was no delay, and the intended procedure was completed using a similar device. No patient harm was reported.